Event description:
The product was used during an unknown procedure. Reportedly, the pt post-op experienced a popping feeling in the lower abdomen. The pt was returned to the or and the suture was noted to be broken. The surgeon replaced the suture. The clinical sample was discarded by the hosp. The hospital is returning 17 sterile samples.